Event description:
It was reported that the patient had phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead has been inactivated as the patient's ejection fraction improved, so the physician implanted a dual chamber device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.